Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04188 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a pelvic floor repair procedure on (B)(6) 2009. The procedure was completed without any patient complications, and the patient was discharged from the hospital after staying for a few days. However, after leaving the hospital, the patient presented with pain, dyspareunia, and mesh erosion inside her vagina (date/s of onset unknown). All other information, including the patient's current condition, is unknown.